Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: dtba1d1 crt-d, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient developed sepsis after experiencing a pocket infection and vegetation on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) system was extracted. Cultures were taken and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.